Manufacturer narrative:
Received one device, functional testing was able to confirm the reported problem. The event history log revealed the multiple intermittent connection with wireless module errors. To address the issue the wireless module was replaced. Device passed functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has intermittent error, there was unknown patient involvement.